Event description:
Pulmonetic system, inc. Received a call from a representative of facility on 01/31/03. The representative reported the following problem: vent shut down while on bench testing. Unable to restart.